Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline infection event is reported under medwatch MFR report number xxxxxx-2017-xxxxx (cs-086749). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as intracerebral hemorrhage cerebrovascular accident. It was reported that the patient had a recurrent driveline infection and was admitted on (B)(6) 2016 for fever, shortness of breath, fatigue, and weakness. The inr goal was 1.5-2, and at the time of the event inr was 1.55. Additional information was requested, but was not provided.

Manufacturer narrative:
Corrected information. The referenced chronic driveline infection was reported under medwatch MFR report #2916596-2017-00230.